Event description:
It was reported that stem failed and patient had infected soft tissue around neck and stem juncture. Surgeon revised.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding infection involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. There have been other events for the reported lot. Similar events have occurred for the catalog number and product family. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported infection is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that stem failed and patient had infected soft tissue around neck and stem juncture. Surgeon revised.